Manufacturer narrative:
(B)(4). The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex&#63508;tracheobronchial stent was to be used to treat a malignant stricture in the upper trachea during a bronchoscopy procedure performed on (B)(6) 2016 . Reportedly, the patient's anatomy was tortuous and had been dilated prior to stent placement procedure. During the procedure, the physician fully deployed the ultraflex&#63508;tracheobronchial stent in the upper trachea but it accidentally moved out of position and stayed lodged in the patient's esophagus. The physician removed the ultraflex&#63508;tracheobronchial stent from the patient using a foreign body forceps. After removal of the ultraflex tracheobronchial stent, it was noted that the distal end of the stent did not open and it appeared to be damaged. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.